Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of juatf708 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the end user to the wholesaler that the lock of the statlock was not working properly. It was stated that after a few hours the lock opened on its own. No harm to patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to lock is inconclusive as the original alleged product was not returned for evaluation. Two sealed universal plus 12 to 14 fr statlock kits returned for evaluation. An initial visual observation showed the returned kits were sealed. The doors of retainers of both samples were able to be closed and opened without difficulty and remained closed when the doors¿ latches were completely engaged. The doors also remained engaged when a non-complaint 13.5 fr catheter sample was placed in the retainers of the samples. A microscopic observation revealed no excess of adhesive in the area of the ridge that the locking posts latch under. The returned lot samples did not exhibit the alleged failure described in the reported event and the alleged product was not returned, therefore, this complaint is inconclusive at this time. Possible contributing factors include incomplete engagement of the locking posts, bent locking posts, incompatible product used, and excessive adhesive.

Event description:
It was reported by the end user to the wholesaler that the lock of the statlock was not working properly. It was stated that after a few hours the lock opened on its own. No harm to patient.